Event description:
Mother of home pt (hp) reports minicaps with a hole in the foil pouch. The mother stated they had used some of the product from this box, before noticing the hole. Mother reports no pt injury or medical intervention associated with this incident.